Event description:
A nurse reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump are accurate. The self-test and the lead screw test passed. Later the customer called back and requested for a replacement pump since the dr at the hosp will not let the customer go unless the pump is replaced. A replacement pump was requested.